Manufacturer narrative:
The t:flex pump user guide states: your t:flex pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent auto-off alarms occurred. The customer reported that they had interacted with the pump within the 12 hour time frame, however tandem technical support (cts) performed a review of the pump data and the interaction was unable to be confirmed. There was no impact to the customer's blood glucose level.